Event description:
It was reported that the user¿s ilet insulin dosing was guided by a cgm that did not have a reading overnight, after which the user experienced a low glucose episode following a large breakfast despite a meal announcement, and the cgm subsequently showed glucose in the high 60s that then dropped into the 40s; the user suspected erroneous cgm values and replaced the cgm sensor. Symptoms included hypoglycemia. Outcomes included user frustration and a cgm sensor change, with a follow-up call planned. Investigation included complaint handling and user troubleshooting and education. Investigation of this case revealed that cgm signal loss and potential sensor inaccuracy could have contributed to inappropriate insulin dosing and perceived discordance between symptoms and readings. It was concluded that the cause of hypoglycemia was unclear, with potential contribution from cgm performance and underestimation of meal size. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.